Event description:
It was reported the handpiece is locking out at the beginning of the procedure. The biomed troubleshot the problem to the handpiece. The surgeon elected to use different equipment to proceed with the case. There was no consequence to the pt. The customer had used 3 dh105s to troubleshoot before calling. The biomed could not provide the surgeon's name.